Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the external pulse generator (epg) lost capture. It was noted that the hanger assembly was broken and the main seal was contaminated. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) lost capture while connected to a patient during a procedure. A different epg was chosen and connected to the patient without incident to resolve the issue. It was noted that the epg had been tested and had passed inspection. No patient complications have been reported as a result of this event.